Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a portion of a slide clamp in the keyhole cup. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "does not recognize a loaded slide clamp" which was reproduced as a false detection of a loaded slide clamp. "Remove clamp to run" messages were verified through a review of the event history log. The broken slide clamp was removed, alleviating the symptom. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a loaded slide clamp . There was no known patient injury or medical intervention associated with this event. No additional information is available.